Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the hinge of the instrument looked loose prior to use. When the surgeon tried to open the fan the hinge broke. An alternative instrument was then used.

Manufacturer narrative:
(B)(4).